Manufacturer narrative:
(B)(4). Batch # r57e8t. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify where in the firing sequence the device "got blocked"? Did the device lock out and would not fire at all? Or did the device begin to staple and cut, but then jammed? Or was the device stuck on tissue when it "blocked"? If yes, how was the device removed from the tissue?

Event description:
It was reported that when performing an anastomosis repair and an excision of fistulous tract, the device got blocked. Use of another device. No clinical consequence.